Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The reported loose actuator knob and actuator knob detachment were confirmed via returned device analysis. The mating surfaces between the two pieces (actuator knob and release crimper) were examined under the microscope next, to determine the cause of the detachment. Adhesive (loctite) was verified to be present inside the actuator knob and on the release crimper. The adhesive was tactilely examined and confirmed to be hard, and thus fully cured. The surface of the actuator knob was inspected and no issues were identified with the actuator knob. Potential causes for loose actuator knob and actuator knob detachment can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/handling during preparation or procedural conditions (excessive tension on the device during procedure) or manufacturing anomalies (loctite and/or accelerator not applied or fully cured, resulting in detachment). There is no indication that the manufacture of the device contributed to the reported event. With respect to user technique/handling and procedural conditions, the actuator knob becoming loose and detaching can be influenced by the steps utilized at the account to remove the device (packaging tray) from the shelf carton during device preparation or a buildup of tension on the device during procedure. Based on the reported information that there were no issues observed during device preparation, it is possible that the knob became loose and detached from inadvertent handling during the procedure, however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the knob becoming loose and actuator knob detachment cannot be determined. There does not appear to be any evidence of a quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history databased revealed no other incidents of actuator knob detachment from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the actuator knob separated from the clip delivery system (cds), which required a clamp to deploy the clip and is considered medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets and the deployment sequence was started. After the release pin was removed, it was observed that the actuator knob felt loose and then disconnected from the shaft. A clamp was used to turn the release cable and the clip was then able to be deployed. One clip was implanted and the mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.